Event description:
It was reported that a peripherally inserted central catheter (PICC) was successfully placed. A leak distal to the suture wing was subsequently noted. The catheter was successfully removed and another PICC was placed for continuation of treatment. No patient complications were reported in this event. No additional information is available. Should additional information become available, a supplemental medwatch will be filed. This device was received and evaluated by this manufacturer. The engineering evaluation indicated that the catheter wall had a slit approximately 1/4 inch from the distal end of overmolded suture, the blue minor lumen. As a lot number was not provided, a lot history search could not be performed. Company believes user technique may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.